Event description:
It was reported that the insulin pump had scrolling numbers and alarmed failed battery test after the customer removed and replaced the battery. The blood glucose reading was 18 mmol/l. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Battery was inserted several time and all of the operating currents were within specification. No unexpected low battery, failed battery test alarm, or off no power alarm noted. The device had intermittent up button response due to corroded keypad trace. No numbers ramping on their own or scrolling bar moving anomaly noted. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.